Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following recent falls, both of the patient's leads exhibited high impedances causing ineffective therapy. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates that an x-ray confirmed both leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.